Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels. Reportedly, the customer¿s bg had decreased to displaying as ¿low¿; however, a specific value was not provided. Cause was not known. Customer consumed carbohydrates to address bg. Customer technical support confirmed the pump is functioning as intended.